Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on 23-aug-2019 the gas system reported the oxygen (o2) pressure was low, and then later the blending gas pressure low. Both pressures are restored and calibration was performed successfully. The next date the gas system was used was on 27-aug-2019 and calibration was successfully performed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) performed visual inspections, mechanical and electrical testing of the epgs. He also checked the user facility's three oxygen (o2) lines and two air lines for sufficient pounds per square inch (psi) requirements. The fsr determined that two of o2 lines are below 30 psi. He explained this to the user facility's service engineers and they will fix their o2 lines to meet the required o2 pressure. The unit operated to the manufacturer's specifications. This complaint is related to cr-75202/ medwatch #1828100-2019-00501.

Event description:
It was reported that the end user had a hard time calibrating the electronic patient gas system (epgs). There was no delay reported. No other details regarding the nature of this event were provided.